Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted.

Manufacturer narrative:
The reported field event of premature battery depletion could not be confirmed. Longevity calculations showed the battery depletion was normal.